Manufacturer narrative:
The instructions for use are provided to the healthcare and include the following: warnings: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or family history of adhesive skin allergies. Precautions: patients with sensitive skin or known skin conditions should use the zio xt patch with caution. If irritation such as redness, severe itching or allergic symptoms (i.e. Hives) develop, instruct patients to remove the zio xt patch immediately.

Event description:
The patient presented with a probable contact dermatitis to their healthcare provider. The physician prescribed antibiotics for treatment.